Manufacturer narrative:
Complaint investigation in process.

Event description:
Potential false negative results for tni. Two patients were seen in the emergency department by the same physician in 2008. Testing in ed performed using triage cardio profiler; lab testing performed using ortho eci. Possible false negative results with triage cardio profiler may lead to missed diagnosis not available. No information on what if any additional procedures were performed.

Manufacturer narrative:
Complaint investigation in process.

Event description:
Potential false negative results for tni. Two patients were seen in the emergency department by the same physician in 2008. Testing in ed performed using triage cardio profiler; lab testing performed using ortho eci. Possible false negative results with triage cardio profiler may lead to missed diagnosis mi. Initial and discharge diagnosis not available. No information on what if any additional procedures were performed.